Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside the lens carton. Solution was dried on the lens and inside the lens case. One haptic was bent in the gusset area. The lens was cleaned with klotho-related protein (klrp) to further evaluate. The bent haptic relaxed into the original position. The anterior optic edge was scraped. The posterior optic surface was cracked near the edge. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated product information was not provided. It is unknown if qualified associated products were used. The complaint was reported as lens was defective. The specific malfunction was not provided. The lens had solution, haptic damage and optic damage. This was most likely interpreted as the complaint. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The reporter indicated that they did not know what was defective, and all the available information has been provided. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens was defective. The procedure was completed on the same day. There was no patient contact.